Manufacturer narrative:
The test strips were requested for investigation. The reporter returned a vial of test strips for investigation. The strips were measured with a retention meter in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.4 inr, donor 2 inr: 2.4 inr. Donor 1 hct: 45%, donor 2 hct: 39%. Testing results: donor #1: retention meter and master lot strips: 2.4 inr, retention meter and customer strips: 2.4 inr. Donor #2: retention meter and master lot strips: 2.4 inr, retention meter and customer strips: 2.5 inr. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The hematocrit of the patient is outside of the specifications described in package insert. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4), compared to itself. The result from the meter at 12:30 p.m. Was 5.6 inr. The result from the meter at 12:48 p.m. Was 4.2 inr. The results were not reported to the doctor's office, no medical treatment was given based off either result. The patient's therapeutic range was 2.0 - 3.0 inr.